Manufacturer narrative:
Findings: unit received with intermittent button response due to corroded keypad traces. No button error alarms noted. Unit received with broken battery tube threads. Unit received with cracked case at reservoir tube window corners.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 64 mg/dl. The customer stated that buttons were not working.the customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.